Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Other - at this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while calibrating the oxygen (o2) blender on an avea ventilator, the user interface model (uim) stopped working. Carefusion repaired the uim and returned it to the customer. The customer reported the o2 calibration was still an issue. The customer reported no patient involvement or allegation of patient harm.